Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The pcba was replaced which resolved customer issue. This report is complete and this particular issue is considered closed.

Event description:
Natus medical received a complaint on (B)(6) 2017 customer reported their neoblue 3, installed on (B)(6) 2011 led light intensity when set on low could not be adjusted within range. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.